Event description:
Device was implanted on 3/12/96. The cuff was revised on 3/13/96. The pump was revised on 5/28/96. The entire device was removed from the pt on 1/23/97, due to atrophy at cuff, and replaced.